Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the one of the teeth of the tibial broach had broken off and was noticed in the wound after use. The piece was easily removed and surgery was completed without further issue.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed that 1 tooth was missing from the broach and there are signs of damage to the other teeth. Device history records were reviewed and no discrepancies relevant to the reported event were found. Per the package insert, devices should be carefully inspected before each use and should not be used if damage or wear is noted that may compromise the function of the instrument. Investigation results concluded that the likely cause of the event was wear and tear from normal use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.